Event description:
The box for this aq2010v silicone three-piece lens was returned without any previous allegation of product problem. Writing on the box stated "post. Capsule tear". Add'l info has been requested from the user facility however none has been forthcoming.